Event description:
On december 12, 2008, a doctor alleged that maxcem cement had caused a dark stain on the margin between the patient's restoration and gumline on two different patients.

Manufacturer narrative:
The doctor reported that the patients' restorations were removed, remade and then recemented using a different product without any incident. The patients are doing fine.the actual device involved in this incident was returned to kerr corporation for evaluation. The returned device underwent visual examination and light cure testing. The results indicated that the product was within specifications. This is the second MDR report of the two incidents reported. This is the final report.